Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that his box stopped working a few days ago and he needed a new one. Factors that led to the issue were unknown.